Manufacturer narrative:
Concomitant medical products - unknown femoral head, unknown acetabular cup, unknown acetabular liner, all catalog numbers: ni all lot number: ni; therapy date - ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Information was received based on review of a journal article titled, "perioperative complication rate of one-stage bilateral total hip arthroplasty using the direct anterior approach." It was reported that one patient suffered peri-prosthetic fracture during a walk on the 10th postoperative day, and she required revision surgery using a longer cementless stem and internal fixation.